Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test or verify unresponsive keypad/stuck button alarm or frozen screen anomaly due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone that the insulin pump had frozen display. Customer¿s blood glucose was 289 mg/dl at the time of incident. Customer stated that the buttons were not responding. Customer was unable to clear the alarm. Customer stated that the clock was not visible. Customer stated that the frozen display was recurred. The insulin pump will be returned for analysis.